Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots up with a white screen and then eventually boots up with a system error. It was also noted that the programmer hinge plate had two missing screws and one loose screw.

Event description:
It was reported that an error message was displayed on the programmer. The service disk was attempted three times, with no success. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.